Event description:
It was reported there was a loss of therapeutic effect. It was reported that the left vim lead was the problem and the patient was having a revision on the day of report to replace the lead in the left hemisphere. It was reported the health care provider (hcp) intended on placing two new leads in the left hemisphere; on in the voa and one in the vop. It was further noted the hcp left the original lead implanted in the left hemisphere. It was noted one of the two new leads was to be tunneled to a neurostimulator on the patient¿s right side. It was noted the left hemisphere revision was needed to capture the patient¿s right side of their body because it is the dominant side. It was further reported there were low, out of range impedances on the lead in the right hemisphere: 5/7 at 59ohms. The impedances on the right hemisphere lead are as follows, c-6, 755ohms; c-7 515ohms; 4/6, 1158 ohms; 4/7, 860ohms; 5/6, 675ohms and 6/7, 675ohms. It was noted that due to the complexity of the left side revision the hcp is not going to address the right hemisphere lead. It was reported the patient had had a MRI prior to revision. It was noted this is no longer advised due to the component of the left lead that was abandoned in the patient¿s left hemisphere.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v040724, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v040724, implanted: (B)(6) 2007, product type: lead. Product ID: 3387, lot# j0222691v, implanted: (B)(6) 2002, product type: lead. Product ID: 3387-40, lot# j0222691v, implanted: (B)(6) 2002, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 748251, serial# ngk017488n implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
Additional information received reported the patient had a lack of efficacy at one point thus they went to two implantable neurostimulators (ins) and four total leads. The patient¿s doctor had just interrogated the patient when he got back from surgery; the patient had an ¿indwelling¿ of the vim (ventral intermediate nucleus) electrode which had a short in it, so it was removed. Two other leads were placed because only a single lead was not producing efficacy. It was noted all this occurred a month ago. Both leads were placed in the left thalamus, one in the vim and one in the voa/vop (ventralis oralis anterior/ventralis oralis posterior) region. It was reported the ins in the left chest was operating in a bilateral fashion but now there was another ins in the right chest and electrodes were put in the left thalamus. It was also reported when they interrogated the left ins last time the numbers compare well against the therapy impedance. It was noted the impedance values were higher than previous.